Event description:
The facility reported that a resident slipped out from the sara 3000 sling during a transfer. There were no injuries reported for either the resident or the caregiver.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR medibo (B)(4). The facility also suggested that the caregiver did not use the right lift for transferring; the resident was a candidate for a passive lift but the caregiver used the sara 3000 (an active lift), allowing the incident to occur. Add'l info will be provided following the conclusion of the MFR's investigation.